Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date:11/20, lab:4.25, mean:5.125, confidence limits:cannot be. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Products will be tested. In-house retains strips lot 060090 were tested using therapeutic blood from two donors. The acceptance criteria is as follows: if the mal inr is less than 2.0, then the allowable difference between the inratio inrs and the mla inr shall be +/-0.5. If the mla inr is 2.0 - 4.5, then the allowable difference between the inratio inrs and the mla inr shall be +/-1.0. The test results of retains strips lot 060090 on 7/14/06 are as follows: see scanned table. Based on the above test results, retained lot 060090 meets the criteria for strip accuracy.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 11/20, inratio:6.0, lab:4.25.